Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 2 devices for this lot number and failure mode. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: 1. Carefully inspect the unit to verify that the sterile package of the product has not been damaged in shipment. 2. Remove the guidewire from packaging and remove the tape attached to wire. Carefully inspect it for any damage that may have occurred during transit or handling. 3. Positioning of guidewire: guidewire is inserted through the biopsy channel of an endoscope with the spring tip to be located just past the esophogastric (e.g.) Junction into the gastric cavity. The endoscope is then withdrawn. The guidewire should be monitored externally using markings as dental arch reference points before and during dilatation. Note: the marking bands are used to determine the location of the distal spring tip from the dentures: 2 bands = 40 cm 5 bands = 100 cm 3 bands = 60 cm 6 bands = 120 cm 4 bands = 80 cm 7 bands = 140 cm. A simple formula to remember is to multiply the number of bands by 20 (i.e., 2 x 20 = 40 cm). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the dis150, disposable marked spring tip guidewire device was being used during an egd procedure on 08may24, and ¿disposable guidewire broke during procedure in patient's stomach during dilation with a savory dilator¿. Further assessment found that the device fragmented into the surgical site, and all fragments were "retrieved using a retrieval net. No injuries reported. No surgical intervention needed. Patient was unharmed. Patient left same day. 10 minute delay during procedure". The patient's current status is "alive". The procedure was completed with another dis150 device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the dis150, disposable marked spring tip guidewire device was being used during an egd procedure on (B)(6) 2024, and ¿disposable guidewire broke during procedure in patient's stomach during dilation with a savory dilator¿. Further assessment found that the device fragmented into the surgical site, and all fragments were "retrieved using a retrieval net. No injuries reported. No surgical intervention needed. Patient was unharmed. Patient left same day. 10 minute delay during procedure". The patient's current status is "alive". The procedure was completed with another dis150 device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.